Manufacturer narrative:
A thorough investigation of the 3d9-3v transducer was performed. As the transducer was scrapped, it was unavailable for physical examination and the investigation was completed based on the pictures provided. The transducer was installed on (B)(6) 2015, and it remained in the field until (B)(6) 2021. There were no signs of obvious damage to the transducer other than the split area between the handle and shaft. It appears from the image that the chassis assembly had experienced some amount of separation and thus causing the shaft to split apart from the handle. Based on the analysis, it can be concluded that an excessive force between the two sections (front and rear) of the transducer caused the transducer to become separated at the joint.

Event description:
Philips received a complaint on the model 3d9-3v transducer indicating that there was damage to the exterior housing of the probe. The failure was identified during an inspection test, prior to any use, and the transducer was immediately taken out of service. There was no report of any harm or impact to patient or user, the device was not in clinical use. Analysis was performed by onsite field service engineer who confirmed the reported issue. The results of the analysis confirmed damage to the exterior housing near the handle area of the transducer. The issue was resolved by replacing the transducer and the product is back in service. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
H11: inadvertently omitted statement: as part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage.